Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Lantis reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024. The blood glucose level was over 600 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient was discharded from the hospital on (B)(6) 2024 no further information available.